Manufacturer narrative:
Unit received with blank display due to corroded pcba1. Unit received with corroded battery tube assembly. Unit received with fading serial number label. Unit received with minor scratched display window and case. (B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture due to swimming and fluid could be heard when shaking insulin pump. Customer's blood glucose reading was unknown. Insulin pump would be replaced